Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of stimulation. The patient stopped feeling stimulation and she had been in pain. The patient checked her device with her patient programmer. The patient is usually on group a or b, but at the moment that she checked it, she was not seeing it. The patient programmer shows stimulation on. The patient changed back to group a and confirmed that she was feeling stimulation again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.